Manufacturer narrative:
H6; code 100: stylet found to be within design specifications. Results of evaluation: conclusion; based upon the inquiry info received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The instrument was received in good physical condition and the stylet was free of occlusions. The needle was tested and functioned as designed. The stylet was found to operate smoothly and without binding. It was concluded that the needle was conforming to design specifications. The experience the customer reported could not be repeated. Each instruments is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic tubal ligation, the surgeon inserted the veress needle. He experienced difficulty establishing pneumoperitoneum. He inserted the trocars and had the same difficulty. He could not get the insufflator to maintain pneumoperitoneum. The decision was made to convert to open to complete the device, the tubing, the veress needle, or the trocars. The surgeon thinks the problem may be due to the insufflator and it is being analyzed by the hosp. The pt was extremely heavy. The pneumo needle and the trocars are being returned for analysis.